Manufacturer narrative:
Three devices 6541-1-702e were returned with lot numbers sb6w76, sb6t46, sb6w76. The specific lot associated with the reported event could not be identified. Therefore, each device returned will be evaluated for the reported event. The following devices were also listed in this report: size #2 4-in-1 cutting block captured assy. Tria. Exp. Instr.; cat# 6541-1-702e; lot# sb6t46; specialty triathlon box cut guide-no feet-2mm deep size 2; cat# 6541-1-702e; lot# sb6w76; specialty triathlon box cutting guide size 2; cat# I-k2380cg02; lot# f5w12278; specialty triathlon box cutting guide size 2; cat# I-k2876kf02; lot# f6n14839. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while performing a tka of patient's left knee, surgeon used a 4-in-1 cutting guide. After cutting, surgeon attempted to put the custom box guide on (custom: no posterior feet or chisel) and the champers would not engage. Surgeon resolution was to manually clean the cuts in order to make the femoral component fit. Surgeon reported dissatisfaction with the sub-optimal solution, but found it acceptable to complete the procedure in this manner.

Manufacturer narrative:
An event regarding size/fit issue involving a triathlon guide was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was returned in used condition. There are scratches and discoloration throughout. Both pegs are intact. Review of device by a material analysis engineer indicated: "damage observed on guides consistent with in-service use." -medical records received and evaluation: not performed as no medical records received. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event was not confirmed as the device was returned damaged and a dimensional or functional could not be performed. Review of device by a material analysis engineer indicated: "damage observed on guides consistent with in-service use." No further investigation for this event is possible at this time. If the additional information will be received, this investigation will be reopened and re-evaluated

Event description:
It was reported that while performing a tka of patient's left knee, surgeon used a 4-in-1 cutting guide. After cutting, surgeon attempted to put the custom box guide on (custom: no posterior feet or chisel) and the champers would not engage. Surgeon resolution was to manually clean the cuts in order to make the femoral component fit. Surgeon reported dissatisfaction with the sub-optimal solution, but found it acceptable to complete the procedure in this manner.